Manufacturer narrative:
Device evaluated by MFR: 81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had to explant a synergy intraocular lens (iol) from the patient's right eye due to poor hazy vision. The explanted iol was replaced with a non-johnson and johnson lens of +12.0 diopter. There was no incision enlargement, vitrectomy, sutures done. The explanted lens has been destroyed and not returning. Patient outcome is better. No other information was provided.